Manufacturer narrative:
The freedom ac power supply was returned to syncardia for evaluation. Visual inspection of the freedom ac power supply's components revealed a cracked hypertronics connector, various cracks and chips in the housing of the transformer, and missing feet. Despite the visual damage to the connector and transformer housing, the freedom ac power supply passed all electrical functional testing. During investigation testing, the freedom ac power supply was able to be successfully connected to a freedom driver without difficulty. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the green connector on the freedom ac power supply was difficult to insert into freedom driver.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the (B)(4) ac power supply was not supporting a patient. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the green connector on the (B)(4) ac power supply was difficult to insert into (B)(4) driver.